Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) was scared and nervous as the patient received shocks. Moreover, the patient was awake the whole time and it was very traumatizing. The patient felt an arrhythmia and pain in joints from the jolt, had high blood pressure, anxiety and panics. Boston scientific technical services (ts) referred the patient to the physician to discuss. There was no further information provided. As of this time, the device remains in service. No additional adverse patient effects were reported.